Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference internal complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that insufficient monopolar cautery. Patient involved. Patient was injured; customer had to get a blood transfusion. Physician was attempting to cauterize with the 5mm roller-ball monopolar electrode and insufficient cautery caused excessive bleeding. Coagulation was maxed at 120 watts. Patient had to have blood transfused. Cross reference uf/importer report # 2020550-2025-00638.